Event description:
Enduser alleges he was pulling up to his desk and took his hand off the joystick and it continued to roll and started under the desk so he grabbed at the joystick to pull it back to stop it and it continued until it drug the joystick and his hand under the desk.